Event description:
A customer contacted beckman coulter inc., (bec) hotline to trouble shoot failing prostate specific antigen (psa) qc results and failed calibration curves on their access 2 immunoassay system. During trouble shooting with hotline it was discovered that there was no psa reagent pack physically on board the system in the reagent carousel slot were it was designated in the instrument software. Hotline advised the customer the reagent pack may have been mis-loaded in a different reagent carousel location and instructed the customer in confirming all reagent carousel packs were in the correct slot locations. During trouble shooting with hotline, the customer loaded an "open" psa reagent pack from their refrigerator and after loading the pack the instrument software showed there were 23 tests remaining on the pack. Hotline accounted for the 27 results generated from the mis-loaded pack with the customer and advised the customer to discard the mis-loaded reagent pack. No patient samples were tested in this event. It was confirmed that no erroneous patient results were generated in connection to this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
After hotline completed trouble shooting of the mis-loaded pack the customer had no further issues and the problem was resolved. Service was not dispatched for this event. Use error is the root cause of this event. (B)(4).